Manufacturer narrative:
Unit alarmed compromised force sensor during the prime/delivery test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion and the excessive no delivery test due to compromised force sensor alarm. Insulin pump passed self-test, unexpected restart alarm test, displacement test and all operating currents are within the specification; no unexpected low battery or off no power alarm noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a compromised forced sensor alarm during priming. Customer states that insulin pump was not dropped or bumped. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 138 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.